Event description:
The right ventricular lead exhibited high thresholds one day post implant, possible dislodgement. The physician repositioned the lead, threshold remained high and a second attempt to reposition was unsuccessful. At a follow-up -wand only telemetry- displayed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.